Event description:
It was reorted that iab was inserted. The physicains saw that the balloon had a "perforation" bacause it could not be inflated. Iab was exchanged. There were no reoprted pt complications.

Event description:
It was reported taht iab was inserted. The physicians saw that the balloon had a "perforation" because it could not be inflated. Iab was exchanged. There were no reported pt complications.